Event description:
It was reported that a spectrum infusion pump does not recognize open door. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "does not recognize open door" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the device history record be concluded as customer related. The reported condition was verified. The cause of the condition was the upper auxiliary flex which was improperly plugged in. Mechanism reinstallation required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.